Event description:
Reported via journal article. It was reported that thrombosis occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) and a 35mm watchman flx laa closure device & delivery system (wds) were selected to be used. The transseptal puncture was successfully performed and then the physician inserted the was. The was was positioned in the laa and the wds was then inserted. The closure device was deployed in the laa, and release criteria was checked. After all release criteria was met, the physician released the closure device in the laa of the patient. Immediately following the closure device release, a mobile linear thrombus was noted on the core wire of the wds. The physician attempted to aspirate the thrombus but was unsuccessful. The patient was admitted to the intensive care unit for close monitoring of hemodynamics and frequent neurological assessments. Therapeutic anticoagulation with heparin infusion was maintained, and a consultation with cardiothoracic surgery was requested. Surgical intervention for thrombus removal was considered if anticoagulation therapy proved ineffective in resolving the thrombus. The neurologic exam remained stable with no evidence of neurological deficits. A follow up tee conducted two (2) days post procedure demonstrated a well-positioned closure device, with complete resolution of the thrombus. The patient was transitioned from a heparin infusion to apixaban and discharged home in stable condition. Follow up tee six (6) weeks after the procedure confirmed a well seated closure device, trivial peri-device leak, and no evidence of thrombus on the atrial side of the closure device.

Manufacturer narrative:
Literature citation: sethi s, stolear a, dulgher m, et al. (June 29, 2024) unforeseen and immediate: a case of a post-watchman device-related thrombus. Cureus16(6): e63442. Doi 10.7759/cureus.63442.